Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes inappropriate measured battery data. The battery voltage measurement was initially 1.91v. After interrogation, it was 2.6v. Post explant measurements taken in the field gave one measurement of 1.91v and then 2.6v.